Event description:
The following information was reported to gore from the fsa: on (B)(6) 2023, three gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) were implanted overlapping as extensions off a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3) from the iliac artery extending into the hypogastric artery to repair aortoiliac aneurysms. On (B)(6) 2024, it was reported, the first (most proximal) vbx device extending off the gore® excluder® aaa endoprosthesis and the second vbx device connected to the first vbx device are still connected without issue. The third (most distal) vbx device reportedly separated from the second vbx device due to a type 3 endoleak. Additionally, the third vbx device dislodged into the aneurysm sac after it separated. On (B)(6) 2024 a reintervention occurred in which two additional vbx devices were implanted to treat the endoleak and separation of the vbx devices. It was reported the post procedure CT showed no endoleak, separation, or dislodgement of any vbx devices. All the vbx devices remain implanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Revised b5: added additional information. Revised h6: investigation conclusions ¿ added known inherent risk of device. Revised h10: added: this complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction, related to endoprosthesis migration, has occurred. The field reported the migration occurred following component separation due to a type 3 endoleak; however, no items were available to directly evaluate product performance relative to the reported device failure mode, and the root cause could not be established with the available information. No holes, tears or other damage concerning the structural integrity of the device graft material was indicated with respect to the reported endoleak. Intraprocedural technical considerations, patient-related risk factors and disease progression could neither be confirmed nor dismissed for cause. The vbx device instruction for use (IFU) was reviewed and the following statement was found to be applicable: 'complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: migration.' Revised h10: removed, ¿ a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications." Was an error. Correction to h10 added: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. This was requested and not available.

Event description:
The following information was reported to gore: on (B)(6) 2023, three gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) were implanted overlapping as limbs off a gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3 endoprosthesis) from the iliac artery extending all the way to the hypogastric artery to repair aortoiliac aneurysms. The vbx devices were implanted instead of a contralateral leg endoprosthesis. On (B)(6) 2024, it was reported, the first (most proximal) vbx device extending off the gore® excluder® aaa endoprosthesis and the second vbx device connected to the first vbx device are still connected without issue. The third (most distal) vbx device reportedly separated from the second vbx device resulting in a type 3 endoleak. Additionally, the third vbx device migrated into the aneurysm sac after it separated. On (B)(6) 2024 a reintervention occurred in which two additional vbx devices were implanted to treat the endoleak and separation of the vbx devices. It was reported the post procedure CT showed no endoleak, separation, or migration of any vbx devices. All the vbx devices remain implanted. The patient tolerated the procedure.